Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 27-mar-2023. H6: investigation summary: three hundred seventy samples from batch: 2153548 and one hundred samples from batch: 2094922 were provided to our quality team for investigation. Eighty samples were randomly selected for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Seventy-eight samples expelled the solution with a normal flow. Two samples from batch: 2153548 did not expel the solution; these needles are clogged. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review was completed for provided lot number: 2094922. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that unspecific number of bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: the needle is working when the staff test them, when they go to inject the needle does not work. They cannot inject a patient, it is like the needle is clogged. They seem to be dull as well. They have 7 boxes they want lot: 2153548, event date: feb, 6th, 20203. Bd notified date: 2.16.2023.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that unspecific number of bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: the needle is working when the staff test them, when they go to inject the needle does not work. They cannot inject a patinet, it is like the needle is clogged. They seem to be dull as well. They have 7 boxes theywant. Lot: 2153548. Event date: (B)(6), 20203. Bd notfied date: 2.16.2023.